Event description:
Tip is bent. Post evaluation (2006) the instrument was found to produce straight shots.

Manufacturer narrative:
Complaint confirmed for straight shots due to small piece of wire lodged in secondary path which can occur if the user fires more than the allowed number of constructs per the IFU.